Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the system controller and user interface pcb assemblies and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer reported that their device was constantly rebooting upon their attempt to power the device on. This would prohibit the user from being able to deliver defibrillation therapy to a patient, if needed. There was no patient use associated with the reported failure.